Event description:
Patient passed away recently and the cause of death is currently unknown and is still being investigated. It was noted that the patient was found unresponsive after urinating on herself 30 minutes prior. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the believed cause of death is still being investigated but the patient had an unwitnessed collapse in the bathroom. There was no history of drug or alcohol abuse .